Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds, noise, low amplitude, oversensing and loss of capture in bipolar and myopotential noise and oversensing in unipolar on the right ventricular channel. Reprograming was performed and further monitoring of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds, noise, low amplitude, oversensing and loss of capture in bipolar and myopotential noise and oversensing in unipolar on the right ventricular channel. Reprograming was performed and further monitoring of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received indicating that the lead exhibited high out of range pacing impedances measuring above 3000 ohms. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds, noise, low amplitude, oversensing and loss of capture in bipolar and myopotential noise and oversensing in unipolar on the right ventricular channel. Reprograming was performed and further monitoring of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received indicating that the lead exhibited high out of range pacing impedances measuring above 3000 ohms. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that this lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned.